Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 09/24/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit results of 74% on a (B)(6) year old male patient. There was no patient information available at the time of this report. Method: I-stat, hct: 74. Lab, 43%. Date, collection and test times were not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The customer would not provide additional information. Customer did not want to start an investigation but was asking what may have caused the high hematocrit. The investigation is underway.